Event description:
It was reported, during an implant procedure, shorting block was difficulty to remove, which resulted in the tip being bent and would not calibrate. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.